Event description:
It was reported that the customer dropped and cracked the touch screen. The touch screen is now unresponsive. There was no impact to customers' blood glucose level.

Manufacturer narrative:
The device has not yet been received for evaluation. Should additional information be received, a supplemental form will be completed.